Manufacturer narrative:
The reported 8 mm x 30mm biosure ha screw, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product has not been returned and the pertinent clinical details have not been provided. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke, causing debris in the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inappropriate size screw. Not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a treatment at the insertion of the screw in the femur, the screw broke inside the patient, all the pieces were removed with tweezers. A backup device was used to complete the surgery. No delay or patient injury reported.

Event description:
It was reported that during a treatment at the insertion of the screw in the femur, the screw broke inside the patient, all the pieces were removed with tweezers. A backup device was used to complete the surgery. No significant delay or patient injury reported.